Event description:
It was reported, that the patient presented in the emergency room with the right ventricular (rv) lead exhibited loss of capture. The rv lead was capped and replaced on (B)(6) 2023. The patient was stable.

Manufacturer narrative:
Further information requested, but was not received.